Event description:
Machine freezes while doing an internal transvaginal ultrasound making patient feel uncomfortable. Have to restart machine and wait while probe is inserted in patient and patient is in a gynecologic position which is difficult for some patients to maintain.case manager actively working with ge and biomedical engineering to rectify the problem. Ge ordered several new parts to be installed.